Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set and during prime. The customer's blood glucose reading was 565 mg/dl at the time of incident. The customer was unable to troubleshoot at the time of the call. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised to monitor and call back if needed. Customer does not want to return the product for analysis.